Manufacturer narrative:
There was a delay in therapy to the patient. Complaint not confirmed. There is no returned product or photos of the product. Issue stated as breaking at the top of the plastic cover. Inventory/DHR cannot be reviewed without a lot number. In the past 24 months, there have been 0 related complaints to part 8-8154-09 or any similar product families. Risk assessment cannot be done at this time since we are not the manufacturer, only the distributor. The cause cannot be confirmed since the complaint cannot be confirmed. However, the likely cause is that the product was damaged in transit/receiving.

Event description:
Breaking at the top of the plastic cover. No patient harm experienced just a delay in getting o2.

Manufacturer narrative:
There was a delay in therapy to the patient. Complaint not confirmed. There is no returned product or photos of the product. Issue stated as breaking at the top of the plastic cover. Inventory/DHR cannot be reviewed without a lot number. In the past 24 months, there have been 0 related complaints to part 8-8154-09 or any similar product families. Risk assessment cannot be done at this time since we are not the manufacturer, only the distributor. The cause cannot be confirmed since the complaint cannot be confirmed. However, the likely cause is that the product was damaged in transit/receiving. This product was obsoleted and no longer sold, so there is no gudid information. UDI related data quality updates only.

Event description:
Breaking at the top of the plastic cover. No patient harm experienced just a delay in getting o2.

Manufacturer narrative:
There was a delay in therapy to the patient.

Event description:
Breaking at the top of the plastic cover. No patient harm experienced just a delay in getting o2.